Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the morning of (B)(6) 2025, the patient received a cgm alert indicating an estimated glucose value (egv) of 47 mg/dl. At the time, she was asymptomatic but consumed carbohydrates without performing a bg test. Later, she received another cgm alert showing an egv of 390 mg/dl. Still without symptoms, she did not perform a bg test and continued using her cgm and omnipod 5 insulin pump. She proceeded with her normal workday routine, during which her egv remained above 300 mg/dl. Upon returning home in the evening, she began experiencing symptoms of sweating and performed a bg test, which showed a reading of 67 mg/dl, while her cgm continued to display an egv of 300 mg/dl. She consumed carbohydrates and went to rest. Shortly thereafter, her spouse observed that she had lost consciousness. He called 911 and performed a bg test, which showed a low reading of 33 mg/dl. At that time, the cgm device displayed a ¿signal loss¿ message. No treatment was administered while awaiting emergency medical services. Upon arrival, paramedics conducted another bg test, which showed a further decreased level of 26 mg/dl. Due to difficulty establishing intravenous (IV) access, intraosseous (io) access was initiated for fluid administration. The patient was transported to the emergency room (ER), where she regained consciousness. Although she could not recall the exact bg value measured at the ER, the cgm continued to show ¿signal loss.¿ she received IV medications, though she was unable to recall the specific treatments provided. The patient was monitored closely and discharged later that same day. At the time of discharge, her bg was 178 mg/dl, while her cgm continued to display an egv of 300 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d and b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.